Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. (B)(4).

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 9.7 mmol/l (mobile system) and 3.7 mmol/l (aviva nano system). Customer had hypoglycemic symptoms of feeling shaky at the time of these results. No treatment reported. No adverse event reported. The manufacturer requested return of suspect product for evaluation.